Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Expiration date ¿ ni.

Event description:
The drill fractured during an open reduction internal fixation causing fragments to fall into the patient, however these pieces were removed.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the drill bit confirmed the fracture. A review of the certificate of conformance for the product indicates product was manufactured conforming to product specifications. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to correct information. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.